Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the customer reported the insulin gauge was rising after delivering insulin. The customer's blood glucose level was 72 (mg/dl). The customer declined to troubleshoot the reported issues.